Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-13357. It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.